Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with infection. The device was explanted and the lead was capped on (B)(6) 2018. Patient was stable following the procedure and will be followed normally.

Event description:
New information received notes that the patient's wound opened after the device was implanted on (B)(6) 2018 and was restitched. The incident reoccurred twice with profuse bleeding and the patient went to the emergency. The device was explanted and lead was capped. The patient currently does not have an implanted device.